Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 429 mg/dl at the time of the incident and current blood glucose was 331 mg/dl. It was stated that multiple large bubbles are present along the tubing length size 6 small champagne size bubbles and found that infusion set was bent. The customer was assisted with troubleshooting. The drive support cap was normal (slightly intended). The customer was treated with insulin pump and manually injection of 7 units. Customer will not return device for analysis.